Event description:
Event description guidant received information that this transvenous defibrillation lead was planned to be explanted for an unknown reason. No adverse patient symptoms were reported.